Event description:
As the doctor was using the forceps, the tip bent severely. The forceps would no longer work properly. No harm was noted to the patient. The broken forceps was removed from the sterile field. A new pair were obtained and the procedure continued.